Event description:
A physician reported a pt who was treated on 3/12/97, in her right knee. At her scheduled appointment on 3/19/97, nothing exceptional was noted. Included in a regular crf transmission on 4/2/97, an adverse event form was received with the symptom of synovitis, knee, with comment of "puncture, ia steroid, drop out". The physician is being contacted for add'l info.

Manufacturer narrative:
On 4/17/97, follow-up information was received. On 3/22/97, the patient developed synovitis, which the physician believed was an effect of the material and was difficult to assess. The patient was dropped from the study on 3/23/97.